Manufacturer narrative:
Review of manufacturing history records reveals that ten units from the reported lot were released. A review of sales and complaint history shows that one unit from this lot has been successfully implanted and one unit was found to contain two female condyles. All other units from this lot are within biomet's control.

Event description:
It was reported that patient underwent elbow arthroplasty procedure on (B) (6) 2010. During the procedure, the condyle kit was opened and found to contain two female condyles instead of one male and one female. Another condyle kit was available for use and the procedure was completed without significant delay, and no injury to the patient.